Event description:
It was reported that procedure was cancelled. An angiojet ultra system console was selected for use in a procedure. During preparation, it was reported that the physician encountered an error 15 upon powering on the console. No specific error codes or messages were displayed. The procedure could not be completed due to this issue. No patient complications were reported.